Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the my nx grip vascular closure device (vcd) stuck. There was no reported patient injury. The device will not be return for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the sealant of the mynxgrip vascular closure device (vcd) stuck. There was no reported patient injury. No additional information was available from the customer. The device was not returned for analysis. A device history record (DHR) review could not be completed as the lot number was not provided. The reported ¿sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the stuck sealant reported. However, handling factors (such as over-tamping) are possible if the sealant was stuck to the advancer tube. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.